Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. Based on technician statement, the monitor pressure transducer test failed. The nozzle units of air and o2 gas modules were defective and replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. Defective nozzle units have not been available for further evaluation. The last replacement of maintenance kit 5000h (which including nozzle units) was dated on (B)(6) 2022. According to the user¿s manual for servo-I rev. 06 and service manual for servo-I rev. 10 the complete plastic nozzle units must be replaced during preventive maintenance at least once a year, or every 5000 hours of operation, whichever comes first. The root cause to the reported issue has been determined as expected wear and tear.